Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte experienced catheter breakage/separation from hub during use. The patient required medical/surgical intervention following the incident. The following information was provided by the initial reporter: catheter ruptured and broken into two. Catheter was inserted on the 28th may at patient antecubital fossa. Fluid leakage was observed on the late night of 2nd june. Ward nurse immediately removed the catheter together with the q syte extension set. Only quarter of the catheter (short tip) was found upon removal. The broken piece was suspected to still stay inside patient's body. Patient was sent for urgent CT scan to locate the remaining piece of the catheter and send to operation theater for exploration removal on the 3rd june. According to CT scan report, "20mm radiopaque curvilinear object is seen in the subcutaneous tissue in the antecubital fossa". The broken catheter piece was successfully removed on the 3rd june noon time and collected by bd rep on the same day 2:30pm.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte experienced catheter breakage/separation from hub during use. The patient required medical/surgical intervention following the incident. The following information was provided by the initial reporter: catheter ruptured and broken into two. Catheter was inserted on (B)(6) at patient antecubital fossa. Fluid leakage was observed on the late night on (B)(6). Ward nurse immediately removed the catheter together with the q syte extension set. Only quarter of the catheter (short tip) was found upon removal. The broken piece was suspected to still stay inside patient's body. Patient was sent for urgent CT scan to locate the remaining piece of the catheter and send to operation theater for exploration removal on (B)(6). According to CT scan report, "20mm radiopaque curvilinear object is seen in the subcutaneous tissue in the antecubital fossa". The broken catheter piece was successfully removed on (B)(6) noon time and collected by bd rep on the same day 2:30pm.

Manufacturer narrative:
H.6. Investigation: 2 photos were received; broken catheter was observed from the photos. 1 actual sample was returned for investigation. The sample is not decontaminated. The sample was subjected for visual inspection. Broken catheter was observed the complaint is confirmed as broken catheter was observed on the returned sample. Based on DHR reviewed, no related qn was raised for the an lots. Part of the product release criteria we conduct catheter pull test. Total 1,752 samples were tested during the production of the 2 an lots. No catheter pull test failure and broken catheter was observed. Part of the product release criteria we conduct leak test. Total 1,168 samples were tested during the production of the 2 an lots. No leakage was observed. No abnormality observed during incoming inspection. Based on the verbatim the understand that the catheter was inserted and used in the elbow join area, based on the location there is possibility that the catheter is bent regularly due to the movement of the arm, so we simulated multiple bending of the catheter part and subject to pull load we observe it fractured if there was a cut in product from manufacturing process, the leakage should have been observed on the first day of the usage instead of after 5 days of usage. Simulated sample to indicate if there is fracture in catheter from manufacturing it will exhibit leakage. Based on the above investigation, the reported defect is unlikely caused by manufacturing process, and there is high potential it could have been caused due to the application technique or manipulation. H3 other text : see h.10.